Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown mets distal femur, tibial component was reported. The events were confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray shows a periprosthetic femur fracture with a fracture of the femoral stem of the femoral component . Incidental note is made of gross loosening of the tibial component as well' fracture of the proximal femoral stem in a cemented distal femoral replacing hinged tka is confirmed. The root cause of this mechanical failure cannot be established from the information provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised due to a broken distal femur construct. A review of the provided medical records by a clinical consultant confirmed the event: "the x-ray shows a periprosthetic femur fracture with a fracture of the femoral stem of the femoral component. Incidental note is made of gross loosening of the tibial component as well' fracture of the proximal femoral stem in a cemented distal femoral replacing hinged tka is confirmed. The root cause of this mechanical failure cannot be established from the information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Reported broken stanmore distal femur. Unknown details. Query revision or custom required. Minimal information available. Unknown x-ray only. Update per clinician review of the provided medical records: "the x-ray shows a periprosthetic femur fracture with a fracture of the femoral stem of the femoral component. Incidental note is made of gross loosening of the tibial component as well".